Event description:
During catheterization, wire became locked in 90% occluded artery. Tip of wire unravelled and broke off in anterior left decending artery. Approx 16 cm left in pt. Pt underwent emergency open heart surgery. Pt discharged to home 1/20/96.